Manufacturer narrative:
The calibration signals were acceptable, but 2 of the 4 calibrations failed. Only 1 level of qc was provided, and were acceptable. A general reagent issue can be excluded. The investigation was unable to find a definitive root cause. Differences in results and reference ranges from tsh assays by different manufactures, in this case abbott, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer (e411). No erroneous results were reported outside of the laboratory. The sample initially resulted as 12 iu/ml. The sample was repeated twice on the same analyzer, resulting as 6 iu/ml and 6 iu/ml. The sample was also tested on an abbott analyzer, resulting as 3 iu/ml. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 291617. The reagent expiration date was asked for, but not provided.